Event description:
It was reported that a user awoke to find the ilet pump showing zero insulin remaining after going to bed with insulin in the cartridge. The user experienced site pain, disconnected the ilet, and reported going low overnight which was corrected with oral glucose. They later recorded very high blood glucose of 454 mg/dl, then changed all pump supplies and reported feeling insulin delivery after the change; the user also self-administered a correction via a meal bolus entry that was not associated with food intake and was advised against announcing ¿ghost meals.¿ symptoms included hyperglycemia with nausea and hypoglycemia with a nadir of 39 mg/dl. Outcomes included continued monitoring with glucose trending down following the supply change and coaching. Investigation included troubleshooting and education regarding infusion set management, avoidance of non-meal bolus entries as corrections, and confirmation that the user does not disconnect the infusion set without pausing. Investigation of this case revealed a likely infusion site or delivery interruption prior to the supply change leading to hyperglycemia, with subsequent improvement after cartridge and infusion set replacement; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that user-related infusion set or site issues most likely caused the hyperglycemia, with resolution following proper supply replacement and use.